Event description:
The customer reported that error code e104 (fogging preventing function failure) occurred on the subject device during an unspecified procedure. Cycling power to the device did not resolve the issue. The procedure was completed using another similar device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service observed that error e216 (scope communication error) and error b30 (scope communication error) occurred and the image disappeared when the connector was pushed. This report is being submitted for the malfunction found during evaluation (scope communication errors and image blackout). There was no effect on the patient due to the event.

Manufacturer narrative:
Establishment name: social (B)(6) general hospital. During inspection and testing, service observed that error e216 (scope communication error) and error b30 (scope communication error) occurred and the image disappeared when the connector was pushed. Error e104 was not reproduced during evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the accumulation of electrical stress due to repeated energization, or accidental overcurrent such as the application of static electricity. Olympus will continue to monitor field performance for this device.